Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2013-00431 and 1225714-2013-00432.

Event description:
The additional information received noted that the patient experienced two sudden cardiac events one day apart and expired three days after the second incident. It was further alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on unknown date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR's #1225714-2014-00431 and 1225714-2014-00432.